Manufacturer narrative:
According to the information provided by the technician, an unknown technical error was activated during use, however no more information has been provided, as repair of the device was done by the customer. There was no on-site visit by our technician. No more details have been provided regarding customer allegation. The solution to the issue is unknown and it is not possible to know which parts have been found defective. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. The root cause to the reported issue has not been determined. H3 other text : 4117.

Event description:
It was reported that the ventilator generated a technical error code. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).